Event description:
It was reported the patient was not able to adjust stimulation. The reporter stated that two weeks ago their implantable neurostimulator was shutting off while they were using the patient programmer. It was noted the patient¿s programmer had not been dropped or gotten wet. The reporter stated they had one duracell battery and one panasonic and one could possibly be dead. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).